Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing resulting in inappropriate atrial tachy response (atr) episodes. Additionally, the signals on the electrogram (egm) appeared to be intrinsic beats falling into post-ventricular atrial refractory period (pvarp) and blanking, resulting in both oversensing and undersensing. This pacemaker remains in service and no adverse patient effects were reported.